Event description:
Patient underwent normal evlt procedure with no reported complications. Post procedure, the doctor noticed that a small portion of the sheath had melted off. At 5 day follow-up, the patient complained of pain in the leg. X-ray was carried out and 'white spots' were observed on x-ray image. No additional treatment was carried out at this time. At an undisclosed period of time later, the patient continued to report pain in their leg. The doctor elected to remove a portion of vein (2 cm incision) where the pain was located and sent the sample to pathology for investigation. The pathology department reported that they could not find any foreign body within this segment of vein. The surgical intervention event was reported to angiodynamics on 5th march 2010.